Manufacturer narrative:
Insulin pump received with blank display due to cracked and bleeding lcd noted.

Event description:
The customer reported via phone call that the insulin pump had crack on the screen. Customer's blood glucose was unknown. Customer troubleshooting was performed for damaged. Customer was advised to the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.